Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s blood glucose level was reported to be greater than 700 mg/dl while wearing the pod for an unknown duration. The patient reported that a nurse noticed an insulin smell at the insertion site and that the insulin could not be delivered to their body which was reported to have contributed to the dka event. Reported symptoms included vomiting beginning at approximately 6:00 am, progressing to hematemesis by 11:00 am, high ketone levels, protein in the urine, extreme exhaustion, and significant loss of vitamins and minerals. The patient was diagnosed with dka. Treatment included administration of insulin, minerals, and vitamins. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901u1ues9gzb4 hardware: sm-s901u1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.